Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (lfs) (B)(6), alleging that their onetouch select simple meter was reading inaccurately high compared to a calibrated laboratory device. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy issue first occurred one week before (B)(6) 2015. At this time the patient obtained a blood glucose reading of 301mg/dl with the subject meter and 31mg/dl on a calibrated laboratory device more than an hour later. The patient stated that they manage their diabetes with "novomix 30 (20 units in the morning and 15 units in the evening) as well as with diabend 40" (1 tablet in the afternoon). The patient did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. One week after the alleged product issue started they experienced the symptom of "dizziness" and also "collapsed" when visiting a lab to have their blood glucose measured. The patient was immediately hospitalized and given juice by a healthcare professional. The patient was released from hospital later the same day. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the results which were obtained were obtained over one hour apart so they do not meet lfs's criteria for precision. The products were requested back for evaluation. This complaint is being reported based on the following conclusion: although the meter readings obtained do not meet lfs precision criteria, the patient had been basing their insulin intake on these readings for around a week prior to becoming symptomatic. The patient subsequently developed symptoms which are suggestive of serious injury after the alleged product issue occurred.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.